Manufacturer narrative:
Investigation summary: investigation based on accuview graph, total time of the study is 96 hours, high reading and ignores are detected. The study began with a 7ph value, this is a high baseline. The high reading is due to suspected capsule failure.

Event description:
According to the reporter, the customer called in to report high ph readings in regards to bravo study data. Due to the high readings a repeat procedure was necessary. There was no harm to the patient.